Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported that they observed fluid leaking out of the gas port. Patient blood loss did not occur because of the leak. And an unplanned blood transfusion was not required because of the blood loss from the leak. The same leak did not appear in multiple packs. The device was replaced to complete the case. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.